Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a low voltage error code of 1003. A boston scientific technical services (ts) discussed that the fault was appropriately declared. There were no suspicious faults or resets stored within device memory. The therapy was currently unaffected. The battery status indicators were inaccurate as it was not reflecting the depletion condition of the device. The device should be replaced for analysis. There was also a likelihood that the device did not have sufficient reserve to maintain normal therapy functions but this behaviour may change unpredictably. No adverse patient effects were reported. The device remains in service. Additional information received. The device was scheduled for explant. Based on xray result, right atrial (ra) lead had poor sensitivity. It was also noted that the ra lead was loose and was not on the right spot. The device was ra lead was replaced. No additional adverse patient effects were reported. The device and lead were out of service.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that the date of the advisory was august 28, 2013. The correct date of the advisory is august 29, 2013. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.